Event description:
The manufacturer received information alleging a trilogy ventilator experienced a ventilator inoperative condition. It is noted that the alarm occurred after issues such as the response of the touch panel being poor and not returning to the home screen. There was no serious patient harm or injury that occurred or was reported. During evaluation of the device at the manufacturer's service center, a ventilator inoperative error code relating to 'max reboots' was found in the device's error log. The reported alarm was not duplicated by operational checking. A non-reportable event reporting and a non-reportable debug error were also found in the device's error log before the inoperative condition occurred. The service technician states that this indicates an internal processing failure and communication failure between the system printed circuit assembly board (pca) and display pca. It is considered that the device response delayed due to the internal processing and communication failure and a reboot was repeated for restoration, resulting in the ventilator inoperative alarm. The system pca and display pca which could have caused the failure were replaced. Additionally, a therapy buzzer fail and power buzzer fail error code were found in the device's error log. The buzzer assembly was replaced. The air inlet foam filter, particulate filter, and muffler assembly were replaced for maintenance. Final testing, battery check, valve check, run in testing, and cleaning were performed. The unit operated properly.